Manufacturer narrative:
The reported events of premature separation and failure to align were confirmed while the reported events of deflection issue and "bulge in the protective sleeve" were not confirmed. As received, a complete catheter was returned in one piece with the protective sleeve covering the distal cap. Visual inspection found the tether control knob was in aligned position, but the bullets were found within the docking cap. X-ray examination found the release tether wire slipped inside the tether screw as received, which could have contributed to the reported events of premature separated and failure to align. Visual inspection did not find any damages to the protector sleeve. Deflection test was performed by compressing the lever and the catheter could form a curve in the right direction.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician had difficulties deflecting the catheter, ultimately resulting in the leadless pacemaker and catheter prematurely separating from each other. Shortly after a bulge was noted on the protective sleeve of the catheter. Once retrieved, the catheter's tethers were noted to be misaligned. The leadless pacemaker was then attempted to be retrieved with another retrievable catheter. During retrieval, the patient's valve regurgitation was exacerbated and as a result the device dislodged from the catheter. The device was ultimately retrieved using the catheter's snare. Once retrieved, it was noted that the device's helix had sprung. The device was replaced, and a new one was implanted. There were no patient consequences.